Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, it was reported an occlusion alarm occurred. Both issues were resolved by performing a supply change. Blood glucose level was not impacted.